Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a label/foil packaging of device. Only the product package was returned, this showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy, on vaginal cuff closure, the needle kept breaking, which added at least an hour to the patient¿s surgery. The needle fell into the patient¿s cavity. It was retrieved via a laparoscopic grasping device but extended the case significantly and the surgeon ended up closing the vaginal cuff via hand stitch through the vaginal vault to complete the case. The procedure was converted to open due to the device problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.